Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement test. The insulin pump was received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No unexpected restart alarm or erased memory anomaly noted during testing. The insulin pump was unable to perform the unexpected restart error test due to motor error alarm. The insulin pump was received with cracked case at display window corner, minor scratched display window, missing end cap sticker, cracked battery tube threads.

Event description:
The customer's father reported via phone call that his son experienced high blood glucose. The customer's father also reported that they found a motor position encoder error alarm. The customer's blood glucose was 580 mg/dl at the time of incident. The customer's father stated that he treated his son's high blood glucose with manual injections. The customer's father stated that the insulin pump erased everything and the insulin pump was off. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer's father was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.